Manufacturer narrative:
A full functional and calibration check of the system was performed at the site and all is working within specification. The service engineer was unable to reproduce the fault. The mains lead fitting and p clip were checked and all were ok. The log file did not contain any indications of an underlying problem. The device history record has been reviewed and there are no anomalies. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the machine turned itself off and on during surgery and they had to wait a minute or so before it rebooted. The procedure was completed with no reported patient impact.

Manufacturer narrative:
The the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause remains undetermined. No further investigation or corrective action is necessary.